Event description:
It was reported that an autopulse nimh battery was fully charged when it was used with the autopulse system on a pt. However, after several compressions the unit displayed "low battery". Medic was able to obtain another battery. There was no report of a pt injury.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The autopulse nimh battery (s/n (B)(4)) was returned on (B)(4) 2012 to zoll circulation and analyzed. Evaluation of the returned battery indicated that the customer's report of "low battery" could not be verified. No damage was observed and the battery passed the power test. The battery appeared to have been test cycled monthly. Since the battery passed power testing, a probable root cause that may have contributed to the reported failure could have been that battery may not have been fully charged prior to device operation. The battery was returned to the customer.